Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device was unable to replicate the reported inability to lock the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Introducer was not locking properly.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device was unable to replicate the reported inability to lock the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.